Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 300mg/dl, with symptoms of polydipsia, and polyuria, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the basal history did not match the active basal program. The patient alleged the pump was not giving the correct amount of insulin. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.